Event description:
It was reported that the patient's blood glucose level reached 22.6 mmol/l (406.8 mg/dl). The pod was worn between 4 and 24 hours on the leg. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
Corrosion was observed on the pcba. The source for the corrosion was identified to be a tear in the unexposed portion of the soft cannula. The device had depleted batteries and was not able to download on a power supply. Multiple attempts were made to download the data, including the removal of the pcb to solely power that component and communicate with the pdm, and all resulted in failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.